Event description:
The pt complained of "inflation" and irritation from initial implantation. Initial x-rays showed proper implant positioning but, over time, a slight "halo" developed around the root of the implant. This indicated poor bone-to-implant contact. Over the next year, the implant loosened further resulting in complete loosening and removal on (B) (6) 2009. No bone cement was used. Instructions for use state that device is only to be used with bone cement. Implant was disposed off after explant. Doctor decided to leave the joint unfused.

Manufacturer narrative:
Doctor disposed off device after explant and the device is not available for evaluation. Doctor did not use bone cement when placing the device. Instructions for use clearly state that it is intended for use with bone cement only.